Event description:
Reportable based on analysis on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty procedure, difficulty crossing occurred. Vascular access obtained via femoral artery. The de novo, concentric, 28mm in length, 2.25mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and non calcified left anterior circumflex artery (lcx) with more than forty five and less than ninety degree bend. A 24 x 2.25 mm taxus liberté stent delivery system was selected to treat the lesion, however it would not cross the lesion. No complications were reported and patient status is stable. However, returned device analysis revealed a proximal and distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified stent damage. The struts on the third and fourth rows on the proximal end of the stent were raised up and bent back over the body of the stent. The struts on the first row on the distal end of the stent were misaligned. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked 320mm distal to the strain relief. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).